Event description:
It was reported that the wake button stopped working. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation; however, should information be received, a supplemental form will be completed.